Event description:
Patient taken to operating room for mediport insertion. During procedure, 2 mediport kits and a separate introducer kit were wasted because the catheter would not advance through the sheath. Successful placement after use of 3rd mediport kit. Patient developed large hematoma while in recovery as a result of multiple attempts to place. Refence report: #mw5120331.